Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarm confirmed in the insulin pump history due to cold solder joint on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed a hardware low level failure. Customer stated that they had received the alarm twice on the insulin pump. The customer's blood glucose level was unknown. Customer was forced to perform a pump rewind. The insulin pump will be replaced and returned for analysis.